Event description:
L4-l5 posterior spinal fusion (B)(6) 2015. Did well post-operative for approx 1 year. X-ray studies revealed hardware failure with corresponding radicular complaints. Taken back to operating room on (B)(6) 2017 for revision partial lami l4. Additional level revision partial lami l5. Revision foraminotomy l5. Exploration fusion mass l4-l5, removal of non-segmental instrumentation l4-l5. Reinsertation of instrumentation l4-l5 utilizing synthes matrix 9.0 mm screws x 4. Revision of posteriolateral fusion spanning l4-l5.